Event description:
Additional information received from the customer states that the event occurred on (B)(6) 2022. It was reported that the name of the therapeutic procedure was unknown. There was no delay in the procedure and the customer was not under general anesthesia or sedation. The procedure was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the event occurred due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The following information is stated in the instructions for use which may have detected the event: "3.8 inspection of the endoscopic system. Inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had distorted image. Also, image noise with image. Inspection and testing of the returned device found that due to a cut on the charged-couple device cable, image noise occurred with no image during angulation in right/left direction. It was reported that there was no patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of distorted image and image noise was not confirmed. The device evaluation found that due to a pinhole on distal end, water tightness was lost. Distal end was cut. The adhesive on the distal end was chipped. Due to damage on the charged-couple device unit, the specified resolving power was not obtained. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.